Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was not loading software and that there were no models available in the "model select" screen, and therefore the hard drive was reconfigured and the software reloaded. Analysis further noted that the electrocardiogram connector on the link electronic module (lem) was loose and the lem board was replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer was not loading software. Following an update the device application list was wiped clean of all device names. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.